Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a (b30) error on several scopes. The olympus representative advised the customer to clean the contacts and to see if it was happening on other scopes. The customer re-seated the cable and the lamp had gone out. The lamp had been replaced, but it is unknown if it was a third party lamp. The customer was called to see if the issue continued and while it was running, the device worked as intended. The device was returned for evaluation. The reported b30 and e102 errors were not confirmed while testing with multiple scopes. The lamp was found with insufficient thermal grease. A third party lamp was installed that had a gap between the heat sink and main lamp that caused incorrect fit. In addition, the non-olympus lamp was reading at 50+ hours, the light output was measured out of range, there are 3 missing lamp washers, and corrosion inside the air pump tubing. The necessary parts were replaced. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, the evis exera iii xenon light source shut off. Additionally, the subject device had a b30 "scope communication err" and e102 "clv lamp err" occur on the subject device. The procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 and e102 errors could not be identified, nor could the errors be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the insufficient heat compound, the gap between the lamp and the heat sink, and missing lamp washers could not be identified. However, it¿s likely the insufficient heat compound is related to user handling, the gap between the lamp and heat sink is related to the installation of a non-olympus lamp, and the missing lamp washers are related to a user handling problem or the use of a non-olympus lamp. The event can be detected/prevented by following the instructions for use which state: [6.1 replacement of the examination (xenon) lamp] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. [6.2 removal of the lamp] washers are attached to bolts. Retain all three of them carefully because they will be used again to clamp the new examination lamp. [6.3 insertion of the lamp] ·apply enough heat compound. If not, enough heat compound is applied, the heat can cause lamp ignition failures. ·when inserting the examination lamp into the heat sink, align their pin positions and tighten the bolts firmly. If the bolts are not tightened firmly, poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable drop in the life of the examination lamp. ·be sure to tighten the heat sink clamp firmly. Poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable decrease in the life of the examination lamp. ·if the heat sinks are not installed properly, their overheating may result in equipment damage or drop in the examination light brightness. Olympus will continue to monitor field performance for this device.